Event description:
It was reported that during a training or demo of the da vinci system, the customer encountered a recoverable error 32056 after system startup. A technical support engineer (tse) provided remote troubleshooting support online, but the system was still unable to boot normally. A field service engineer (fse) was dispatched to the site for further troubleshooting. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform (acp) and the touch screen. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed error 32056 having occurred in the field but could not replicate it in in-house testing. The acp was analyzed and error was found in the logs indicating it failed to initialize inter-integrated circuit (i2c) device. Upon visual inspection, no issues were found that would be related to the reported event. This acp was installed, programmed, and tested with no error 32056 triggered at startup; however, it triggered error 32101 instead indicating a high switch error. Further testing confirmed the acp to be the cause of the error. The touch screen was also analyzed, and no related errors were found in system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system, and the touchpad was responsive, and no related errors were found on the log. The system ran 10 power cycles, and calibration was then performed; the touchpad was responsive and still no related errors were found, therefore the unit was found to be fully functional. The probable root cause can be attributed to a component failure due to an electrical and/or fiber optical defect on the acp.